Event description:
A hosp physician reported that perforation of a pt's sigmoid colon occurred during a colonoscopy examination. According to the physician, multiple adhesions were observed in the colon as the pt had several pelvic surgeries prior to the colonoscopy exam. The pt underwent surgical repair of the perforation and as of 8/2001 had not been released from the hosp.